Manufacturer narrative:
The lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency, therefore we are unable to provide a UDI number or model. Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal the string broke off of an unspecified amount of tampons leaving the pledget inside her vaginal cavity. She manually removed the tampon pledgets. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.